Event description:
It was reported by customer that pyxis medstation es system drawer did not open, preventing the access to retrieve medication during an emergency event. Customer stated that the required medication was ativan intramuscular injection needed to treat anxiety for an agitated patient. The customer added that there was a delay to access the medication as a result patient experienced prolonged agitation. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer was not detected on communication bus. The drawer was cleaned and the connections were reseated to resolve. The system functioned as intended.

Event description:
It was reported by customer that pyxis medstation es system drawer did not open, preventing the access to retrieve medication during an emergency event. Customer stated that the required medication was ativan intramuscular injection needed to treat anxiety for an agitated patient. The customer added that there was a delay to access the medication as a result patient experienced prolonged agitation. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from (B)(6) 2022 to (B)(6) 2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the drawer was inaccessible as it was not detected on the bus. The field service engineer cleaned, reset connections behind drawer, removed all cubies and cleaned debris from foil packets and rebooted the station to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.